Event description:
It was reported via repair work order that the zoom disengages during use.

Event description:
It was reported via repair work order that the zoom disengages during use. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Ongoing investigation.

Manufacturer narrative:
Device evaluated, and reporting the PMA/510(k) number.